Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
It was reported, screwdriver was being used to drive the screw into plate under power. It quickly seated all the way into the plate but the tip of the driver broke off. The tip was retrieved.